Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The reporter confirmed that the central line was replaced by the physician and a chest x-ray was ordered to check placement of the new central line. She also stated that there was no harm to the patient and that no further patient or event information is available.